Event description:
A report was received that the patient was having charging difficulties. The database analysis reported that the device appears to be working as expected. The physician decided to replace ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having charging difficulties. The database analysis reported that the device appears to be working as expected. The physician decided to replace ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The device analysis did not verify the complaint. The device was charged without any problems. The ipg passed all electrical, performance, visual inspection and photographic imaging tests performed. The device exhibited normal device characteristics.